Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the interconnect board had contamination. Interconnect board was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not charging. There was no patient involvement and no patient harm/adverse event reported.